Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the resident was sitting on the edge of the bed and slid off onto the floor. The resident did not sustain any injuries. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.